Manufacturer narrative:
The archive for the procedure was reviewed by medtronic personnel. However, the archive provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. Registration images were reviewed by a manufacturing representative and it was noted that the patient had a good variety of points collected across the top of the head, however there were only a line of points down the nose. The patient's nose looked distorted and they had loose skin that was visible in the scan, as well, which could have impacted the image.

Event description:
Medtronic received information regarding an imaging device being used for a cranial resection procedure. It was reported that during a clinical case, the surgeon was unable to get the error metric lower than 4.8. The tumor was large enough that the surgeon did not feel this impacted their ability to navigate. It was noted that the patient was older and had some loose skin. There was no reported impact on patient outcome. There was a reported delay to the procedure of 3-5 min due to this issue.